Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that patient received corail - pinnacle system before 3 months was hospitalized due to luxation and dubiety for fracture in artificial joint. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? -- unknown, did the patient require revision surgery or hardware removal? -- unknown, patient status/ outcome / consequences -- yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?-- luxation, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: -- yes, if yes, describe -- revision to be performed, is the patient part of a clinical study -- unknown, ip-01958847 device property of -- none, device in possession of -- none, ip-01958848 device property of --none, device in possession of -- none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.-- true.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, it was reported that on july 20 , 2023, the product in question was checked upon entry. At that time, dirt was discovered on the lid. The said product is a new product. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that there were no damage or defect with the articul/eze ball 32 +1 gr. There is not enough evidence to confirm that the head was dislocated from the liner. The liner had signs of light scratches in one side but it could be associated with the extraction process. Therefore, the reported condition cannot be confirmed. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was unconfirmed as the observed condition of the articul/eze ball 32 +1 gr would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation were performed for the finished device 136521000, lot number d23080044, it was manufactured on 07-aug-2023. (B)(4) pcs parts were manufactured per specification and all raw materials met specification, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.